Event description:
It was reported that the patient experienced an undesirable change in stimulation, with occasional stimulation surges down his leg and left buttock. No action was taken and the event resolved without sequela on (B)(6), 2011. It was later reported that the lead was removed on (B)(6), 2011 and the event resolved without sequela on (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).